Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached external paddles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d9. Evaluation: the device was not returned to zoll medical corporation. The external paddles were returned for evaluation. The customer's report was verified and attributed to the solder joint disconnected from the apex paddle control panel. The paddles were scrapped. A replacement set of paddles was sent to the customer. Analysis of reports of this type has not identified an increase in trend.